Event description:
During a transfemoral tavr procedure, the valve was positioned 50/50 aortic/ventricular (a/v). The physician inflated the valve slowly, pausing half way, and then inflating after it seemed the valve was in a good place. There was good pacing capture and appropriate fall in blood pressure during deployment. However, the valve jumped aortic landing at the level of the sinus, 100% aortic. The team maintained the wire in the lv and was able to drag the valve back in the aortic arch where they deployed it fully. A second valve was quickly opened and deployed, landing 50/50 with no leak. The patient was extubated and is doing well. After discussion, it was perceived that there was tension in the system that caused the valve to migrate aortic. The patient did not have a tortuous aorta. There was mild native annular calcification and moderate leaflet calcification noted.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, stored tension in the delivery system in addition to mild annular calcification could have caused the valve to move aortic. A second valve was placed and the patient remained stable. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.